Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter (B)(4) ceasing to function occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, a transmitter failed error for transmitter (B)(4) was found within the investigation window. The reported event of transmitter (B)(4) ceasing to function is reportable based on the finding of a transmitter failed error for transmitter (B)(4). No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.